Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient's pump was interrogated for a refill and it showed a motor stall for 620 hours. It was noted there was no volume discrepancy when the reservoir was aspirated and no symptoms. Additional information received from a healthcare provider via a manufacture representative reported the cause of the motor stall was telemetry mode. The pump had not been interrogated after MRI. The hcp performed a pump refill on (B)(6) 2021, after observing the pump had been stalled for 620 hours. The pump had exactly the expected residual medication return while aspirating the pump.